Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is cracks on the screen. The customer stated that the device has been bumped so few times. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.